Event description:
It was reported that pt was complaining of persistent hip pain.

Manufacturer narrative:
To the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.